Manufacturer narrative:
February 14, 2010. This event concerns a device that was mfg and used outside the u.s. In response to the warning letter that the u.s. FDA issued to ela medical (dated nov 6, 2009), sorin crm (formerly ela medical) is filing this MDR at this time. An MDR has already been reported under ref # 9610579-2010-00177. However, the event was not related to the event described in the current MDR. The analysis is pending.

Event description:
The pacemaker involved in this MDR report was interrogated on (B)(6) 2009 during a scheduled f/u. The physician observed inappropriate atrial sensing: after atrial pacing, the device senses an additional signal during the av delay, just before the ventricular sensed event. Usually, the whole av delay is in refractory period after atrial pacing. This signal is sometimes sensed as an atrial event by the pacemaker and could lead to inappropriate fallback mode switches (fms). The physician also observed unexplained consecutive ap-vp cycles with short av delay (109ms). Reportedly, a pacing threshold is 3v/1ms; therefore, it is not possible to program a lower atrial pacing output. Preliminary analysis suspected either a lead problem or an embedded software patch alteration. A complete re-initialization of the pacemaker was recommended on 15 jun 2009. No feedback was received.